Manufacturer narrative:
Evaluation of the returned penumbra system red 72 reperfusion catheter (red72) confirmed that the catheter was fractured. The complaint indicated that resistance was experienced during removal of the red72 due to a kink in the guide catheter. If the red72 is retracted against resistance, damage such as a fracture may occur. The distal fractured segment was not returned for evaluation. Due to the return condition, the red72 was unable to be functionally tested. Further evaluation revealed that the strain relief was stretched and ovalization on the catheter shaft. This damage was incidental to the reported complaint. The ovalization may have occurred during handling of the device during removal from the guide catheter. The root cause of the stretched strain relief could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72) a sendit delivery device (sendit), and a guide catheter. It was reported that the ica segment was highly tortuous. During the procedure, the physician had difficulty tracking the sendit to the target location but was able to do so. The physician completed several passes in the target location with the red72. When removing the red72, the physician encountered resistance. When the red72 was removed from the patient, the physician noticed it was fractured. The physician then removed the guide catheter and noticed it was kinked. The physician believed the red72 damage was due to the kink in the guide catheter. The procedure was completed. There was no report of an adverse effect to the patient.